Event description:
It was reported by the customer that a pyxis medstation system had devices showing errors and not working. The customer reported that users were unable to remove medications from the drawer. However, the user was able to obtain the medication from another station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the software failed. A technical support specialist advised customers to modify settings to resolve the issue. The system functioned as intended after troubleshooting.